Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the person in charge of the MRI examination was present the other day. MRI mode was turned on and off, and no issues were observed at that time. However, since that examination, the patient was experiencing urinary retention. It was also noted that the patient did not feel the urge to defecate. The cause was unknown. The intensity was currently at 6.4. According to the physician's instructions, it was told to control between 5 and 7. While the patient¿s condition was being monitored, a request was made to reduce the intensity in accordance with the physician¿s instructions, and the operation procedure was explained. The issue was not resolved. Additional information was received from the manufacturer representative (rep) on 2026-mar-23. It was reported that the patient was implanted for fecal incontinence. The rep reported that it was unknown if the patient experienced urinary retention prior to being implanted with the device. The rep reported it was unknown if catheterization was the patient's ¿standard of care¿ prior to being implanted with the device. The rep asked the facility what steps were/would be taken to resolve the issue. When asked if the issue was resolved, the rep stated the patient was currently hospitalized at the implant facility for a different reason, not because of this matter, and it was reported that the medical engineer had already handled the situation.